Manufacturer narrative:
The t:slim g4 pump user guide states do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of less than 20 units. Reportedly, the cartridge was filled with 300 units of insulin. There was no reported adverse impact to the customer's blood glucose. During troubleshooting with tandem technical support it was discovered the customer had been re-using cartridges. The customer loaded a new cartridge onto the pump. Multiple attempts were made by tandem technical support to follow up with the customer; however all were unsuccessful.